Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was damaged and exhibited no capture. It was noted that the patient had leukemia and needed a system replacement that allowed them to have magnetic resonance imaging (MRI) scans. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.